Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reamers are blunt. No adverse effects to patient. No time added on.

Manufacturer narrative:
Product complaint # pc-(B)(4). Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.